Event description:
It was reported that during a cryo ablation procedure, the patient had phrenic nerve palsy which was unresolved at the end of the case. The case was aborted and the patient was under general anesthesia. The phrenic nerve palsy did not resolve by discharge but the patient was asymptomatic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data files were received and analyzed. The files do not show any system notice on the date of the event. This was a clinical issue (phrenic nerve injury) encountered during the procedure and the case was aborted. The catheter has not been returned for investigation. No product malfunction reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.